Manufacturer narrative:
The field service engineer (fse) was dispatched on 4/28/2015. The fse confirmed the plt results were not reproducing. The fse replaced the reagent syringe assembly, aspiration syringe assembly and rbc bath assembly, which repaired the reported plt issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter act 5diff cap pierce (cp) was intermittently not reproducing plt (platelet) results on patient samples. The customer provided the printouts for one patient sample that confirms the reported issue. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.